Event description:
It was reported that the external pulse generator was not sensing. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event. It was further reported the device would not "register."

Event description:
It was reported the device was not sensing. The device will be returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the main printed circuit board was out of specification, the upper and lower cases were broken, both bail covers and ring cover were broken, both bails and ring were missing, the keyboard keys pigment was wearing off, the display was missing segments, the battery contacts were compressed, the lead flex cover was corroded.